Event description:
During an in clinic follow-up, the device was found to be in backup mode due to a power on reset resulting in no high voltage defibrillation therapy available. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was not pacemaker dependent and experienced no adverse events due to the backup mode. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.